Event description:
A us distributor returned an electrode belt sn: (B)(4) indicating that the belt could not complete testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the ECG electrode d was severed from the ECG cable. The cause of the inability to complete testing is the severed ECG electrode. The root cause of the severed electrode and cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode and cable.